Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few weeks post implant, this right atrial lead was confirmed dislodged via an x-ray image. The physician elected to surgically intervene and reposition the lead. No adverse patient effects were reported and to date, the lead remains implanted and in service.